Manufacturer narrative:
A total of 208 patients (52 male and 156 female) with a mean age of 78 years were included in the study. This report is for an unknown dynamic hip system (dhs) construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: roberto azzoni et, al (2004), lateral fractures of the femoral neck in the elderly: a comparative study of results of treatment with intramedullary nail versus dynamic compression hip screw, italian society of gerontology and geriatrics vol. 52(n), pages 15-23 (italy). The aim of this article is a randomized retrospective trial of the treatment of lateral fractures of femur with intra-medullary nail nersus dynamic compression hip screw. Between september 2000 to april 2003, a total of 208 patients (52 male and 156 female) with a mean age of 78 years were included in the study. Theses patients underwent osteosynthesis surgery which 43 patients were treated with dynamic hip screw and 165 with competitor¿s device. The follow-up was carried out with x-rays at 6 months. The following complications were reported as follows: wound infections were observed in 4% of cases. 6 patients experienced thromboembolic complications. Pressure ulcers from mandatory confinement to bed were observed in 47% of cases (20 patients). 3 (10%) patients reported pain at the site of the surgical scar. 2 patients (7%) had a displacement of 5-7 mm that was not clinically significant. 5% of cases are considered poor in fracture reduction. This report is for an unknown dynamic hip system (dhs) construct. This is report 1 of 1 for (B)(4).